Event description:
As reported by navilyst medical's distributor in (B)(6), a 4f valved PICC was implanted in a pt's arm (median cubital) on (B)(6) 2011. The PICC was removed/replaced on (B)(6) 2011 because the catheter tubing was noted to have a hole just distal to the suture wing. There were no pt complications. The used device has been returned to navilyst medical for eval.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(4) 2011 navilyst complaint report was reviewed for the product family of vaxcel pasv PICC and the failure mode of "hole in catheter." No adverse trends were identified. The returned catheter sample contained a hole just distal (approx 1mm) to the suture wing. The hole was straight in appearance and oriented perpendicular to the catheter shaft. This is consistent with a catheter that was repeatedly kinked and the hole developed due to fatigue in the kinked area. The most likely root cause for the hole in the catheter tubing is fatigue due to repeating kinking. In-servicing performed by navilyst medical at the reporting hospital in late (B)(4) 2011, has shown that the root cause of the repeated kinking is likely due to the length of catheter tubing left external from the insertion site during placement and the position of the statlock securement accessory. The in-servicing provided guidance on improved securement techniques which should minimize the likelihood of catheter kinking. Piccs placed at this hosp after (B)(4) 2011 will follow the training recommendations. The device in this report was placed prior to the training. The eval of the returned sample showed no evidence of any mfg or design deficiencies that may have led to the defect. Additionally, the DHR search revealed no quality related issues or mfg deficiencies at the time of MFR. Mfg process controls in place for the PICC device includes in-process visual inspection for damage or defects, as well as 100% air leak tests and guidewire checks for lumen patency. The vaxcel pasv PICC dfu (directions for use) that is supplied with the reported device provided guidelines, precautions and warnings that should be followed by the end user in order to prolong the usable life of the catheter and to reduce the risk of damaging the catheter. (B)(4).